Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was at home at the time of the event. Paramedics were called and resuscitation attempts were performed, but the patient passed away at home. At 22:26:59 the lifevest detected asystole, which the device considers to be a non-treatable rhythm. CPR artifact was evident at 22:35:33. At this time the patient transitioned to vt (180 - 220 bpm) and remained in vt for approximately one minute. Motion artifact from CPR prevented the lifevest from treating the run of vt. The electrode belt was disconnected at 22:37:02 and the patient subsequently passed away.